Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer and technical support attempted various troubleshooting steps, including using different charging cables and wall adapters, but the issue remained unresolved. Technical support planned to replace the pump. The customer will use a backup insulin pump to ensure insulin delivery.